Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Device not returned.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2016 the patient underwent a left knee medial compartment makoplasty and during that procedure simplex hv bone cement with gentamicin was utilized to cement all components. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to loosening of her tibial component.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. The event relates to product supplied by an OEM. Method & results: device evaluation and results: not performed as the associated device is OEM product. Clinician review: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product investigated by osartis. Confirmation that an osartis investigation has been initiated by the OEM supplier site was received.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2016 the patient underwent a left knee medial compartment makoplasty and during that procedure simplex hv bone cement with gentamicin was utilized to cement all components. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to loosening of her tibial component.